Manufacturer narrative:
An image was reviewed by a boston scientific quality engineer. The picture confirmed the reported foreign matter observed on the catheter handle. A returned device with similar attributes was tested instead and could confirm the reported issue. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation, a farawave ablation catheter 31mm was observed to have a white blooming on the handle and cable of the catheter. For safety reasons the physician used another catheter. The procedure was completed without patient complications. This catheter is not expected to return as the physician does not require an analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during device preparation, a farawave ablation catheter 31mm was observed to have a white blooming on the handle and cable of the catheter. For safety reasons the physician used another catheter. The procedure was completed without patient complications. This catheter is not expected to return as the physician does not require an analysis.